Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported perforation resulting in hypoxia appears to be related to procedural conditions associated with the atrial septal puncture. Perforation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention, hospitalization and delay to treatment/therapy were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report atrial perforation resulting in hypoxia, intervention, hospitalization, and delay. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. During the procedure, a large drop in sp02 to 80 was noted along with a large bidirectional shunt around the steerable guide catheter (sgc). One clip was implanted successfully, reducing mr to grade 1-2 however, sp02 dropped further to 70.the mitraclip system was removed and a septal occluder was placed. Patient was placed on oxygen ventilation and sent to ICU for monitoring. Sp02 recovered to 90 and there were no patient effects. No additional information was provided.